Event description:
Acclaro became aware that the device was used off-label in parameters that are not suitable for the modality that the dr. Utilized on his patient. During the healing process the patient developed a local infection that the physician felt important to resolve. Patient has fully healed.